Event description:
It was reported by a physician that the patient states the device is not working. The patient was referred for a battery change. Additional relevant information has not been received to-date. No known surgery has occurred to-date.